Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated .

Event description:
It was reported patient lost therapy and the message replace generator soon, generator has reached end of service was displayed .to address the issue patient underwent surgical intervention wherein the ipg was replaced and therapy was restored .